Event description:
It was reported that multiple cartridges were leaking near the "fill port." Customer loaded a new cartridge to address the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.